Event description:
Customer reportedly received results of 1.7 mmol/l and 6.3 mmol/l within 10 minutes on the advantage system. Customer's meter was not coded correctly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).